Event description:
The consumer reported he was having problems recharging the battery. When asked for clarification, the patient stated his battery went down and he felt no stimulation. The patient tried to recharge the implant, but was not getting any coupling bars. The patient had his charged on his implant for 2 hours and charging was slow. Sometimes the patient got coupling and it went away. Recharging best practices were reviewed. Poor coupling was still seen. The patient was not getting any coupling bars shaded. Repositioning the antenna resolved the issue. The patient was able to get all 8 coupling bars shaded after repositioning the antenna and the implantable neurostimulator (ins) was charging. This occurred on the day prior to the report. On (B)(6) 2016, the bandages were removed. It had been taking the patient a long time to charge. The manufacturer's representative (rep) told the patient it was normal, but also did check the device and told the patient that a setting was high and could be draining the battery. The rep reprogrammed and changed the setting. It was noted the patient still had swelling. They did not know if the swelling had improved since surgery since they had the bandages on. The charging had improved and they were getting 8 shaded boxed. X-rays were taken to ensure everything was still in place. The patient said on (B)(6) 2016, they were in some pain. When the checked the device, they found that it was off. They turned it back on and it was working fine. The patient asked if the device turned off by itself. The patient noted he was charging on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.